Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was experiencing ineffective stimulation due to one lead having migrated. Surgical intervention was undertaken and the lead was explanted and replaced and the issue was resolved.